Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and little evidence of blood. The delivery device was received outside of the loading device. The seal was located inside the body of the loading device. The safety lock and white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii would not load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.